Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 8 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the that patient presented to the emergency room (ER) that morning with low speed advisory and pump off alarms. The manufacturer¿s technical services representative reviewed the submitted log files and observed 1 speed drop below the set low speed, and 1 pump stop. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad was connected to the power module. On (B)(6) 2018, it was reported a distal end percutaneous lead (driveline) replacement was performed without issue. The patient excepted to be discharged to home on regular grounded patient cable. No additional information was provided.